Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be the sbc(single board computer)/cpu pcb. Fse replaced the sbc to resolve the issue. As a precaution the fse replaced the generator driver board and 3v coin battery. The fse verified system functionality. The sbc (single-board computer) that runs the operating system. The sbc provides overall system control and optional surgical navigation interface, operating system for video processing and control, and for image management. The sbc could cause this issue. Based on age of the system, manufactured before 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb and associated battery, cpu assembly and cine hard disk drive were evaluated and replaced. System configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up as a result of the error. No patient serious injury or death was reported related to this event.